Event description:
It was reported by the rep that when the devices, with reload cartridges, were used during a gastric bypass with roux-en-y procedure, an incomplete staple line and malformed staples occurred. The case was completed with sutures. There was no consequence to the patient.